Event description:
The customer reported communication and charging errors that prevented the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was reseated. The system was tested and found to be working as intended and returned to service.